Event description:
It was reported that during the attempted implant, the helix would not advance or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and the lead was stretched. It was noted that the proximal conductor was distorted, all conductors were stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Analyst visual comment: lead was returned has been stretched causing the inner tubing to buckle which prevents the helix functioning properly. The helix tests cannot be performed at this time.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.